Event description:
It was reported that the patient presented in the emergency room. Device interrogation revealed inappropriate shock therapy was delivered due to incorrect interpretation of signal from the implantable cardioverter defibrillator (ICD). Inappropriate shocks were also delivered due to over-sensed noise noted on the right ventricular (rv) lead. X-ray imaging was performed, and externalization was noted on the rv lead. Lead dislodgement was suspected as well. The physician elected to explant and replace the ICD. In addition, the rv lead was capped and replaced during this procedure on (B)(6) 2025. There were no patient consequences.